Event description:
The customer tested her blood glucose using her 2 contour meters and received results of 33 and 230mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid. The customer then re-tested with a non-bayer meter. And the result was 360mg/dl. The comparison difference between this meter and the contour falls in the "d" zone of the consensus error grid. The differences of both comparisons are clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.